Event description:
A malfunction alarm was reported with the fault ID 0x21d6. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was informed to continue using the pump and advised to call back if the issue reappears; the customer acknowledged and understood these instructions.